Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at their ipg site. As a result, surgical intervention was taken on (B)(6) 2020 to make the pocket bigger and suture the ipg down in the pocket. Issue has been addressed.